Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that per neurologist one of patient's sc device needs to be changed out, battery is low and non-functioning, unknown when that occurred. Caller reports patient had a possible stroke today, unknown if its device or therapy issue. Patient services reviewed MRI guideline. Caller reports their MRI machine cannot meet the sar level. Suggest contacting MRI machine manufacture to meet the sar level.